Manufacturer narrative:
Block h2 (correction): block h6 (impact codes) has been updated based on the information that was identified on february 5, 2026. Block h6: imdrf patient code e0506 captures the reportable patient complication of bleeding. Imdrf device code a050702 captures the reportable event of snare loop cutting problems.

Event description:
Note: this report pertains to fourth of four cold snare used during the same procedure. It was reported to boston scientific corporation that a cold snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2026. It was reported that the snare did not open and close as expected and lacked sufficient force to cut through the tissue. A fourth cold snare used; however, the same problem happened. The procedure was completed using another of the same device, resulting in more bleeding than usual. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf patient code e0506 captures the reportable patient complication of bleeding. Imdrf device code a050702 captures the reportable event of snare loop cutting problems.

Event description:
Note: this report pertains to fourth of four cold snare used during the same procedure. It was reported to boston scientific corporation that a cold snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2026. It was reported that the snare did not open and close as expected and lacked sufficient force to cut through the tissue. A fourth cold snare used; however, the same problem happened. The procedure was completed using another of the same device, resulting in more bleeding than usual. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf patient code e0506 captures the reportable patient complication of bleeding. Imdrf device code a050702 captures the reportable event of snare loop cutting problems. Block h11: the returned cold snare was analyzed, and upon visual inspection, the working length and wire were found to be kinked. During functional inspection, the device was extended and retracted using the 10-inch loop fixture, and the loop was able to extend and retract properly. Additionally, the device was manually actuated in the snares retroflex fixture (bscr091357) without difficulty. No other problems with the device were noted. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. The reported event of snare loop cutting problems was not confirmed. It was observed that the working length and wire were kinked. These issues likely resulted from the manner in which the device was handled and manipulated, which may have contributed to the reported and observed conditions. Excessive manipulation of the device without adequate care could have caused the identified defects. Additionally, the device was reported as "difficult to actuate." However, during analysis, the device was manually actuated in the snares retroflex fixture (bscr091357) and was found to actuate without difficulty. It was found that the loop was able to extend and retract properly in the 10-inch loop fixture. However, the device cannot be functionally tested to fully emulate the anatomical and procedural conditions encountered during actual use. Conversely, for the as reported patient and impact codes "tissue damage," "hemorrhage, minor," and "prolonged episode of care," based on medical review #22080578 and the hazard analysis, these adverse events are known and documented, and all reasonable steps have been taken. Additionally, the clinical events of hemorrhage and tissue damage are anticipated and described in the instructions for use (IFU). For these reasons, these events and codes are classified as a "known inherent risk of the device." Finally, the impact code "minor injury/illness/impairment" is classified as an "adverse event related to procedure," as the adverse event resulted from issues encountered during the procedure. Based on all available information, the probable root cause assigned is known inherent risk of device.

Event description:
Note: this report pertains to fourth of four cold snare used during the same procedure. It was reported to boston scientific corporation that a cold snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2026. It was reported that the snare did not open and close as expected and lacked sufficient force to cut through the tissue. A fourth cold snare used; however, the same problem happened. The procedure was completed using another of the same device, resulting in more bleeding than usual. There were no patient complications reported as a result of this event.